Event description:
It was reported that during a stenting treatment procedure, a .035"/260cm guidewire was placed in the popliteal, "the stent was delivered and deployed successfully, the stent delivery system became locked on the rosen wire. The entire system was removed and the patient is ok." The procedure was completed wih this device and there were no reported patient complications.